Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing a noise artifact. The device was programmed to the secondary vector. Technical services reviewed the device data and stored episodes and determined that the noise artifact was consistent with mechanical artifact from lead damage or lead/header connection issue. The noise artifacts had been present since september, as observed in untreated and atrial fibrillation (af) episodes, as well as this inappropriate shock. Technical services discussed performing x-rays to evaluate the electrode body and system placement, as well as troubleshooting to recreate the noise with pocket manipulation and patient movements/postures. The patient received another inappropriate shock about two weeks later. The patient was seen for troubleshooting and the noise was able to be recreated in the secondary vector, but not in the primary vector. Therefore, the sense vector was reprogrammed to primary and the patient will continue to be monitored in the remote monitoring system. No adverse patient effects were reported outside of the inappropriate shock therapy received. The device and electrode remain in implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing a noise artifact. The device was programmed to the secondary vector. Technical services reviewed the device data and stored episodes and determined that the noise artifact was consistent with mechanical artifact from lead damage or lead/header connection issue. The noise artifacts had been present since september, as observed in untreated and atrial fibrillation (af) episodes, as well as this inappropriate shock. Technical services discussed performing x-rays to evaluate the electrode body and system placement, as well as troubleshooting to recreate the noise with pocket manipulation and patient movements/postures. The patient received another inappropriate shock about two weeks later. The patient was seen for troubleshooting and the noise was able to be recreated in the secondary vector, but not in the primary vector. Therefore, the sense vector was reprogrammed to primary and the patient will continue to be monitored in the remote monitoring system. No adverse patient effects were reported outside of the inappropriate shock therapy received. The device and electrode remain in implanted and in service. In march the device and electrode were explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing a noise artifact. The device was programmed to the secondary vector. Technical services reviewed the device data and stored episodes and determined that the noise artifact was consistent with mechanical artifact from lead damage or lead/header connection issue. The noise artifacts had been present since september, as observed in untreated and atrial fibrillation (af) episodes, as well as this inappropriate shock. Technical services discussed performing x-rays to evaluate the electrode body and system placement, as well as troubleshooting to recreate the noise with pocket manipulation and patient movements/postures. The patient received another inappropriate shock about two weeks later. The patient was seen for troubleshooting and the noise was able to be recreated in the secondary vector, but not in the primary vector. Therefore, the sense vector was reprogrammed to primary and the patient will continue to be monitored in the remote monitoring system. No adverse patient effects were reported outside of the inappropriate shock therapy received. The device and electrode remain in implanted and in service. In march the device and electrode were explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported. The explanted products were returned for analysis.